Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. Replacing the batteries did not resolve the issue. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. Replacing the batteries did not resolve the issue. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and the service department confirmed the customer comment that there was corrosion in the battery department. Vendor analysis confirmed that the unit was unable to power up due to the right side of the battery terminal being rusted.